Event description:
It was reported before use the bd vacutainer® k3e 5.4mg plus blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: ¿a tube coming from a hospitalization plant was uncapped during its transport in the pneumatic tube, contamunating the rest of the bullet samples¿.

Manufacturer narrative:
H.6. Investigation: it was reported before use the bd vacutainer® k3e 5.4mg plus blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: ¿a tube coming from a hospitalization plant was uncapped during its transport in the pneumatic tube, contamunating the rest of the bullet samples¿ h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k3e 5.4mg plus blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: ¿a tube coming from a hospitalization plant was uncapped during its transport in the pneumatic tube, contaminating the rest of the bullet samples.¿